Event description:
It was reported that the customer was hospitalized for high blood glucose. It was indicated that the infusion set was not changed. Explained that high bg is most often caused by a site/set occlusion. Suggested customer to take a manual injection as per md protocol.